Event description:
Physician performed laparoscopic l. Herniorraphy. Two staples both failed to perform as designed. Stapler ejected the staples before the stapler closed. A different brand of stapler was used to accomplish closure but the umbilical trocar site had to be enlarged to accommodate the stapler.